Event description:
The facility reported a pump with failure code 403.317.871.0000 alarming loudly. The failure code occurred during an infusion. The infusion was stopped and the leads were loaded into another pump and the infusion was continued. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Eval summary: the reported failure code 403:317:871:0000 was confirmed in the event history. Inspection of the pump revealed failure 403:317:871:0000 was due to a defective user interface module (uim). The uim was replaced in the pump to correct this failure.